Event description:
On 11/26/04, the patient contacted lifescan and reported that his surestep enhanced meter was reading inaccurately erratic. There was no allegation of harm. During troubleshooting, it was verified that his meter was in the right unit of measurement and that it was coded correctly. His testing technique was also correct. The results that he provided were 97 mg/dl, 162 mg/dl, and 111 mg/dl, all performed within 10 minutes of each other. However, he was unable/unwilling to answer if the meter was cleaned according to the owner's manual. The test strips he was using were within the exipration date, however, the test strip membrane was discolored. The confirmation dots on the unused test strips were a "powder blue color." The patient had looked at all 6 vial of test strips and they all had the 'powder blue color". He had received those test strips from his hospital. He had not received any medical attention or treatment. Based on the information provided, there is no indication that the meter has malfunctioned. However, this case is reported as a strip malfunction. There is also no information to suggest that the patient experienced injury due to the discolored membrane of the test strips. The six test strip vials were replaced, along with the control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.